Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricle (rv) lead exhibited failure to capture and decreased sensing, which caused under-sensing. The rv lead was explanted and replaced. The patient was in stable condition.